Event description:
Report rec'd from an international affiliate of an overdelivery. The report states, "patient was receiving 500 ml flexible bag with 3850 mg of 5fu with debit rate of 12 ml/hr for a 48 hour running program. Infusion began at 4:30 pm, 2005. At 7:30 pm, pt has rec'd 34 ml on continuous mode. Then the pump alarmed for low battery, the nurse came to change batteries and erased history. She programmed the same debit rate and the same program. At 9:10 pm, the night shift's nurse came into the pt's room and observed that the bag was empty and disconnected the device. The total 500 ml passed through the pt within 5 hr, instead of 48 hr. To date, the pt do not experience any clinical consequences. It was further reported that the "pt was at the hosp for chemo treatment" and "rec'd irinotecan (campto) the same day between 2:00 pm and 4:00 pm." Though requested, no add'l info was provided.